Event description:
The device was used during a colon procedure. Reportedly, the staples did not hold and the pt had a re-operation the same day. Another device was used. The product was discarded by the hosp. Sterile devices are being returned for evaluation.